Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ rapid detection of sars-cov-2, 5 false positive results were obtained from different patients. Pcr testing was performed with results coming back negative. The erroneous results were not reported to clinicians, and there was no adverse patient impact. Eua #(B)(4). The following information was provided by the initial reporter: " false positive 5 adults". Is the customer reporting a false positive or false negative? Fp. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? No. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Yes, pcr. What confirmatory testing was performed that determined the results were erroneous? Pcr genexpert. How many specimens were discrepant (fp or fn)? 5 fp. Was the patient(s) symptomatic when tested on the veritor plus analyzer: asymptomatic were patients symptomatic or asymptomatic? Asymptomatic. 1. Screening test ¿ no known exposure? N. 2. Screening test - known exposure that is currently asymptomatic? Yes, employee screening. 3. Asymptomatic but dr recommended testing? N. On average how many tests do you run per week? 250. Was there any patient impact as a result of the false result? N. Were any erroneous results reported to the doctors? N.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using rapid detection of sars-cov-2 veritor (material # 256082), batch number 1231681. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ rapid detection of sars-cov-2, 5 false positive results were obtained from different patients. Pcr testing was performed with results coming back negative. The erroneous results were not reported to clinicians, and there was no adverse patient impact. (B)(4). The following information was provided by the initial reporter: " false positive 5 adults" is the customer reporting a false positive or false negative? Fp did the customer visually interpret the result or did they insert into the analyzer to determine the result? No what type of reference method was used to confirm the result (pcr, viral culture, etc)? Yes, pcr what confirmatory testing was performed that determined the results were erroneous? Pcr genexpert how many specimens were discrepant (fp or fn)? 5 fp was the patient(s) symptomatic when tested on the veritor plus analyzer: asymptomatic were patients symptomatic or asymptomatic? Asymptomatic . Screening test ¿ no known exposure? N . Screening test - known exposure that is currently asymptomatic? Yes, employee screening . Asymptomatic but dr recommended testing? N on average how many tests do you run per week? 250 was there any patient impact as a result of the false result? N were any erroneous results reported to the doctors? N

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.